Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2058 which occurred on the homechoice (hc) during fill 4 of 4. The baxter technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power to clear the alarm. The hc is okay. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(6) 2012 regarding the system error 2058 alarm. The rn reported that they were unaware of the home patient having that alarm. The rn stated that they had seen the hp recently and she did not report any problems. The rn stated that the hp had not swapped her machine, so she the hp has been continuing therapy with no further issue regarding this alarm. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further investigation. As a result, the reported issue was not confirmed and a cause could not be determined.